Event description:
Additional information received reported the patient¿s pump was removed due to an infection approximately six months prior to the supplemental report date. When further information was attempted to be obtained the health care provider (hcp) indicated ¿it had already been taken care of¿.

Event description:
It was reported that while picking up the explanted product the paperwork stated ¿infection¿. No further information was provided. It was later reported that the pump was explanted due to infection and was not replaced.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; the catheter was incomplete and returned in segments. (B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.